Event description:
The current ivac tubing takes signification manipulation to address air bubbles in the tubing. Whether the fluid is infused slowly or not, significant air bubbles populate the tubing. Tapping makes it worse. Have tried the recommendation of removing the air in the y ports with a syringe and that does not work. In addition, accessing the y ports is an entry into closed sterile tubing that is not optimal from an infection risk perspective.====================== manufacturer response for alaris smartsite valve IV sets, alaris (per site reporter).====================== education on priming sets.